Event description:
Customer alleges the seam in the front of the seat is stitched improperly on a m41srr power chair. This malfunction is causing the seat material to cut into the back of the users legs causing sores. Customer is now receiving wound care therapy.